Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm nor replicate the reported issue. The harmonic ace instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips open and closed properly. No thermal damage was observed. The instrument passed an electrical continuity test. An energy delivery test was performed and passed. Additional observation(s) not reported by site: the instrument was found to have blade damage. The blade was indented. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid to or an error. The instrument was found to have damage to the clamp arm teflon pad. There was a piece measuring 0.099" x 0.028" missing from the teflon pad. The missing piece was not returned with the instrument. The root cause for the damaged clamp arm teflon pad is attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy procedure, the user observed distal end of the harmonic ace instrument jaw "melted" and a "small fragment was present." Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user completed the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported.